Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2017. A watchman ® laa closure device was successfully implanted. In (B)(6) 2017, the patient came in for their 45 day follow up and a transesophageal echocardiogram (tee) showed a leak that was less than 5mm. The patient was taken off warfarin and put on aspirin-plavix. On (B)(6) 2018, the patient had their six month follow up. The leak was noted to be "trivial". The tee showed a significant size thrombus on the closure device. The patent went back on warfarin and continued plavix. They will re-check the patient at a follow up tee in the future. The patient is doing well.